Manufacturer narrative:
The customer has not returned the product for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The meter was returned for investigation. After powering on the meter, the display showed several black lines and spots. One large area of lines/spots partially hides the first and second digits in the results field, however this is immediately visible to the user and the display issue remains on the screen permanently. There were no obvious issues with the housing of the meter. The meter was disassembled and a defective display was identified. The display issue would be clearly identifiable by the healthcare professional using the device. The device should not be used in this condition. Product labeling instructs: "if you notice any issues with the display functionality (e.g. Unexpected lines/marks on the meter display) stop using the system and contact the roche customer support center."

Manufacturer narrative:
The customer stated there was no physical damage to the screen. The customer reset the meter, but the issue was not solved. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue on an accu-chek inform ii meter. The customer stated there was a black spot on the display screen. The customer stated they could not clearly read the results field due to the black spot . There has been no misinterpretation of results.